Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. The field service engineer found that the compressor couldn't start. The start capacitor and standby valve was replaced and another compressor motor was tried, but the compressor still failed with low pressure. After the water separator was replaced, the compressor worked as expected and was returned to the customer. The water separator was scrapped. Note. The water separator must be overhauled during preventive maintenance. The returned standby valve was investigated by the return department. It was tested for 24 hours in the reference compressor without any deficiency noted. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. Additionally, if no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The conclusion in this matter is that the water separator and, as indicated, the motor start capacitor were defective. As no faulty part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).